Manufacturer narrative:
Unable to perform the displacement test and occlusion test due to missing retainer. Device was received with missing reservoir tube o-ring, scratched case and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device was broken on the reservoir hatch. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.